Event description:
The customer reportedly rec'd the following results on the accu-chek compact system within 10 minutes: 200 mg/dl, 100 mg/dl and 90 mg/dl. No reported actions taken. No adverse event reported. New system sent to customer and return requested.